Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was over 400 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. However, customer believed the pump was not working properly. Reportedly, the pump supplies were changed to address the issue.